Manufacturer narrative:
(B)(4). Batch r5av1y. Additional information requested: can you please explain more how the device jammed? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Was the device locked with the jaws closed? If yes, how was the device removed (knife reverse switch, manual override, etc.)? If yes, did the jaws eventually open? Additional information received: I was not in the case, but I was told that ¿the stapler fired perfectly, but once they removed it from the patient the jaws would not open. They tried the knife reverse button but the jaws still would not open¿. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler jammed and they couldn¿t get it to work again. A new stapler was grabbed and the case was completed successfully. Device was not on the tissue and no patient consequences were reported.